Event description:
It was reported that pump malfunction occurred without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted with resetting pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code recurred, and caller acknowledged and understood instructions.